Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed, however the reported event most likely occurred when the user addressed the air in line alarms. The pump module event log shows that while addressing the alarms, the flo stop was open for approximately 12 seconds total. Functional testing found the air in line¿s ultrasonic signal to be out of specification causing false air in line alarms. The cause of the reported overinfusion is suspected to be a faulty sensor causing false air in line alarms, with the user responding by opening the flo stop.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a nurse responded to several air in line (ail) alarms during an epinephrine infusion; reportedly the air bubbles were cleared and the line was ¿reconnected to the patient¿, however following this the nurse realized that the patient received an unexpected bolus. The patient had an unspecified elevation in blood pressure, however there is no report of any medical intervention or lasting harm.